Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. Unable to perform the prime test due to the loose drive support disk.

Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. No numbers appeared on the screen, and no beeps were heard. Nothing further was reported.